Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fever and malaise. The patient had an elevated white blood cell count and blood cultures that tested gram positive. The patient's implantable pulse generator (ipg) pocket incision was noted to be reddened and raised a few weeks prior. A pocket infection was suspected and the patient was treated with antibiotics. The device was inactivated and the leads were removed. No further patient complications have been reported as a result of this event.